Manufacturer narrative:
A review of batch records revealed no deviations and passing results for final product release. Additional case information has been requested to support the investigation and assessment of technical and procedural aspects. Follow up interviews have been made to attempt to determine if the surgical technique may have contributed to the outcome. Clinical experience has shown a combination of factors such as complex procedure, graft configuration, patient anatomy, and suture placement can impact final clinical outcome. This is report 1 of 9 reports. Full listing includes 3012664855-2021-00006 through 3012664855-2021-00014.

Event description:
Patient was a neonate undergoing complex cardiac procedure using a cardiocel 3d patch for aortic arch augmentation. 2 months/ 13 days following the initial procedure stenosis was observed and coarctation was performed via left thoracotomy using a second cardiocel 3d patch successfully.